Event description:
It was reported that the patient's atrial lead exhibited noise and p-wave amplitude variation. No intervention was performed. There were no patient consequences.

Event description:
New information received notes the patient's implantable cardioverter defibrillator exhibited a recurrence of under-sensing. No intervention was performed. There were no patient consequences.